Event description:
It was reported that during an open lobectomy, many staples closest to the cut line were malformed at the 2nd firing. Some of them were unformed. Bleeding was confirmed. The amount of bleeding was unknown, but blood transfusion was not required. Additional suture was performed to stop bleeding. After that, another device was used to complete the case. There were no adverse consequences to the patient. There was no unexpected resistance when the grasping, the closing trigger and the firing trigger. The thickness and the stiffness of the target tissue were regular. Reinforcement material was not used. The device was fired across an existing staple line. The closing lever, the firing trigger and the release button were returned to the home position after the device was released from the patient. The device was fired properly at the 1st firing without any problems.

Manufacturer narrative:
(B)(4). The analysis results showed that one device was returned with no visual non-conformances and with a fully fired reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue?-lung parenchyma. During which stroke did the event occur? -after the 3rd. What other color cartridges were used before and after this event? -no information. Were any unexpected noises heard? -no. If so, when? Was there any difficulty removing the device from the tissue? -no. Is there any other additional information you would like to share about this device or procedure? -no.